Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01305. It was reported that during a lead revision on (B)(6) 2019 (please see MFR. Report #s 1627487-2019-01949, 1627487-2019-01950, 1627487-2019-01951 and 1627487-2019-01952), the physician was explanting the patient¿s left s1 lead when the lead broke at the distal tip near the contacts. The physician successfully retrieved 3 of the 4 contacts, but the 4th contact was left in the patient. It is unknown which s1 lead broke, therefore both s1 leads are being reported.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01305.